Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right not well visualised/migration') in a 34-year-old female patient who had essure (batch no. E01922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion on (B)(6) 2017, preterm labor (pre-term birth in 2014) in 2014, multigravida, parity 4 (02dec1999, 16mar2004, 18dec2014,07jun2016), bacterial vaginosis, bradycardia, lower abdominal pain, dysuria, abdominal pain, amenorrhea and haemorrhage in pregnancy. Concomitant products included amoxicillin, ampicillin from (B)(6) 2017 to (B)(6) 2017, ascorbic acid;calcium citrate;colecalciferol;folic acid;iron pentacarbonyl;pyridoxine hydrochloride (citranatal b calm) from (B)(6) 2016 to (B)(6) 2016, clonazepam since (B)(6) 2017, doxycycline hyclate in (B)(6) 2017, ferrous sulfate (iron), ferrous sulfate from (B)(6) 2016 to (B)(6) 2016, ibuprofen since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2016, nebivolol hydrochloride (bystolic) since (B)(6) 2017, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) since (B)(6) 2016, phenazopyridine since (B)(6) 2017 and sulfamethoxazole since (B)(6) 2015. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and was found to have uterine leiomyoma ("other injury(ies) or complications: uterine fibroid"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 months 12 days after insertion of essure. In (B)(6) 2017, the patient experienced abortion spontaneous ("miscarriage") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish/psych injury"), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problems: urinary problem"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coil from left fallopian tube, and suction, d and c). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, anxiety, uterine leiomyoma, cystitis and abdominal pain outcome was unknown, the genital haemorrhage, pelvic pain, menorrhagia, urinary tract infection, vaginal infection and urinary tract disorder had resolved and the dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2013 discrepancy noted in essure removal information: currently planning for essure removal: no was reported in current fu. Plaintiff was taking prenatal vitamins trailing coils in 1 uterus: 4-5, she tolerated the procedure well discrepancy in essure confirmation test previously reported hsg done and now asper pfs she did not undergo any essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2017: left essure coil is noted. The right essure coil not clearly visualized. Ultrasound scan vagina - on (B)(6) 2016: simple cyst in the left ovary; in (B)(6) 2017: miscarriage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, cystitis, vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Added outcome for event urinary tract infection and vaginal infection to recovered.seriousness criteria (medically significant) of event genital hemorrhage , pregnnacy with contraceptive device was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right not well visualised/migration'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), genital haemorrhage ('bleeding: general abnormal bleeding') and abortion spontaneous ('miscarriage') in a 34-year-old female patient who had essure (batch no. E01922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion on (B)(6) 2017, preterm labor (pre-term birth in 2014) in 2014, multigravida, parity 4 ((B)(6) 1999, (B)(6) 2004, (B)(6) 2014, (B)(6) 2016), bacterial vaginosis, bradycardia, lower abdominal pain, dysuria, abdominal pain, amenorrhea and haemorrhage in pregnancy. Concomitant products included amoxicillin, ampicillin from (B)(6) 2017 to (B)(6) 2017, ascorbic acid;calcium citrate;colecalciferol;folic acid;iron pentacarbonyl;pyridoxine hydrochloride (citranatal b calm) from (B)(6) 2016 to (B)(6) 2016, clonazepam since (B)(6) 2017, doxycycline hyclate in (B)(6) 2017, ferrous sulfate (iron), ferrous sulfate from (B)(6) 2016 to (B)(6) 2016, ibuprofen since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2016, nebivolol hydrochloride (bystolic) since (B)(6) 2017, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) since (B)(6) 2016, phenazopyridine since (B)(6) 2017 and sulfamethoxazole since (B)(6) 2015. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and was found to have uterine leiomyoma ("other injury(ies) or complications: uterine fibroid"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 months 12 days after insertion of essure. In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish/psych injury"), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problems: urinary problem"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coil from left fallopian tube, and suction, d and c). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, urinary tract infection, vaginal infection, anxiety, uterine leiomyoma, cystitis and abdominal pain outcome was unknown, the genital haemorrhage, pelvic pain, menorrhagia and urinary tract disorder had resolved and the dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2013 discrepancy noted in essure removal information: currently planning for essure removal: no was reported in current fu. Plaintiff was taking prenatal vitamins trailing coils in 1 uterus: 4-5, she tolerated the procedure well discrepancy in essure confirmation test previously reported hsg done and now asper pfs she did not undergo any essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2017: left essure coil is noted. The right essure coil not clearly visualized. Ultrasound scan vagina - on (B)(6) 2016: simple cyst in the left ovary; in (B)(6) 2017: miscarriage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, cystitis, vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right not well visualised/migration'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and genital haemorrhage ('bleeding: general abnormal bleeding') in a (B)(6)-year-old female patient who had essure (batch no. E01922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion on (B)(6) 2017, preterm labor (pre-term birth in 2014) in 2014, multigravida, parity 4 ((B)(6) 1999, (B)(6) 2004, (B)(6) 2014, (B)(6) 2016), bacterial vaginosis, bradycardia, lower abdominal pain, dysuria, abdominal pain, amenorrhea and haemorrhage in pregnancy. Concomitant products included amoxicillin, ampicillin from (B)(6) 2017 to (B)(6) 2017, ascorbic acid; calcium citrate; colecalciferol; folic acid; iron pentacarbonyl; pyridoxine hydrochloride (citranatal b calm) from (B)(6) 2016 to (B)(6) 2016, clonazepam since (B)(6) 2017, doxycycline hyclate in (B)(6) 2017, ferrous sulfate (iron), ferrous sulfate from (B)(6) 2016 to (B)(6) 2016, ibuprofen since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2016, nebivolol hydrochloride (bystolic) since (B)(6) 2017, oxycodone hydrochloride; paracetamol (acetaminophen w/oxycodone) since (B)(6) 2016, phenazopyridine since (B)(6) 2017 and sulfamethoxazole since (B)(6) 2015. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and was found to have uterine leiomyoma ("other injury(ies) or complications: uterine fibroid"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 months 12 days after insertion of essure. In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish/psych injury"), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problems: urinary problem"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coil from left fallopian tube, and suction, d and c). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, urinary tract infection, vaginal infection, anxiety, uterine leiomyoma, cystitis and abdominal pain outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia and urinary tract disorder had resolved and the dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2013 discrepancy noted in essure removal information: currently planning for essure removal: no was reported in current fu. Plaintiff was taking prenatal vitamins. Trailing coils in 1 uterus: 4-5, she tolerated the procedure well. Discrepancy in essure confirmation test previously reported hsg done and now asper pfs she did not undergo any essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2017: left essure coil is noted. The right essure coil not clearly visualized. Ultrasound scan vagina - on (B)(6) 2016: simple cyst in the left ovary; in (B)(6) 2017: miscarriage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, cystitis, vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), miscarriage, infection (bladder/ urinary tract/vaginal) type: urinary tract, vaginal, bladder infection, psychological or psychiatric problems condition: anxiety, mental anguish, dysmenorrhea (cramping), pelvic pain, other injury(ies) or complication(s) please describe: uterine fibroids,. Patient's concomitant medications were added, patient's medical history was added. Lot number added. Laboratory data was added. Event per mr: right essure not visualized. On 4-sep-2019: follow up 3 and 4 processed together. Pfs received. Abdominal pain, bleeding: general abnormal bleeding and bladder/urinary problems: urinary problem were added. Outcome of pain, bleeding, bladder/urinary were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.